Event description:
It was reported that during the transfer of a user, the lift bar bent causing the user to fall. The user sustained a skin tear and an abrasion on the right arm. Medical intervention was not required. No additional information is available.